Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the no image and the residue on the contacts, the cause was traced to a component failure without any design or manufacturing issue due to problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that no image and residue on the contacts were found. There was no patient involvement.